Event description:
It was reported that after removing infusion supplies, fluid was observed leaking from the connector and a dry run was performed to collect the connector lot number, with subsequent education confirming proper assembly steps of attaching the cartridge to the tubing prior to installing into the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family and analysis of information provided by the user. Investigation of this case revealed a leakage at the seal consistent with a fluid leak associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.